Event description:
Complainant alleged that while attempting to defibrillate a patient (age unknown) the device failed to charge energy. Complainant indicated that there was no adverse ot the patient to the reported malfunction.